Manufacturer narrative:
One cadd solis pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was not verified. The event log did not show the error. No action will be taken at this time. The problem source is unknown.

Event description:
Information was received that the cadd solis vip pump failed flow rate -9.4%. No reported adverse effects.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log had no related findings. Functional testing included accuracy testing. The delivery accuracy tests found the pump to be well within the published specification of +/-6%. Based on the evidence, the complaint was unable to be confirmed.